Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that almost 1 month after dental implant was installed in intraoral region #4, its non-osseointegration was observed. In addition, 60ncm of primary stability was achieved, the patient presented bone type ii and the procedures of immediate implant and immediate load were performed.